Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was a capture management warning. The device went to 5v @ 1ms. Bipolar impedance was 2096 ohms and unipolar 572. An outer coil fracture was suspected. The lead remains in use, with a recommendation to monitor closely and consider changing to unipolar. No patient complications were reported as a result of this event.